Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set fell off during use within one day, which led to high blood glucose level of 220mg/dl. The insertion site was at buttocks, abdomen, top of leg (no issues with thigh typically). The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Also, mentioned that the patient was experiencing frequent and/or recurring infusion set issues.